Event description:
It was reported that patient experienced dizziness, fell outside the hospital and sustained a broken cheek bone and was admitted to hospital. The right ventricular (rv) lead exhibited variable, high and low thresholds, loss of capture, low r-waves, ventricular undersensing, slightly decreased impedance suggesting the lead dislodged. The implantable pulse generator (ipg) exhibited pacing pauses. The rv lead was reprogrammed and ipg was explanted and replaced. It was also noted that the there was a query sorrounding the rv adaptive capture management on the replacement ipg as the rv threshold was tested manually in clinic and appeared to be high. Adaptive rv capture management was programmed lower and the replacement ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.